Manufacturer narrative:
Corrected information provided in b.5. On initial MDR, replacement lens details were not included in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
The intraocular lens was exchanged with monofocal lens in secondary procedure.

Manufacturer narrative:
Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There was 1 other complaint reported for lot. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that following an intraocular lens (iol) implant procedure, the patient experienced blurred vision and glare. The patient was unable to tolerate blurred vision and glare. The iol was removed in secondary procedure. Additional information has been requested.